Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via phone call high blood glucose levels. Customer's blood glucose level was 556 mg/dl. Customer experienced issued with their sensor glucose versus blood glucose differential as well as high blood glucose. Customer was advised a replacement sensor will be sent out.